Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Additionally, we are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for more than 48 hours. Patient replaced the pod and noticed that the cannula was bent and there was bruising at the insertion site. Shortly after changing the pod, the blood glucose levels rose up to 400 mg/dl, prompting her to seek medical attention at urgent care. At the facility, the glucose level was recorded at 433 mg/dl and a diagnosis of hyperglycemia was confirmed. Treatment included intravenous fluids, and a new pod was applied. Patient confirmed that the pink slide had moved forward and that the cannula was inserted during wear, although upon removal, the cannula was not fully inserted. Patient also noted that the pod came off more easily than usual.